Manufacturer narrative:
Findings: missing segments due to cracked lcd zebra connector. Pump received with cracked battery tube threads, reservoir tube lip, minor scratched display window. The test minilink transmitter communicates properly to the pump. No unexpected lost sensor alarm noted. Pump unable to down load to the carelink software due to a47 alarms. A47 alarms due to corrupted history files.

Event description:
Customer called to report a damaged screen on the insulin pump. Customer's blood glucose reading was 135 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.